Event description:
Repair center: alleged - alarming or red light / noisy unit. Key failure - compressor is worn / noisy. Additional malfunctions are the pilot valve is not shifting and the tie wraps and hose clamps are leaking.